Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited a high capture threshold and elevated pacing impedance. The rv lead was not used and was replaced during the procedure. The patient remained stable throughout.